Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer went into the water with the insulin pump, got water inside it and now its not turning on. The insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.